Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no physical damage. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air flow issue occurred. It was reported that during the set-up of the smartablate tubing, many tiny bubbles were observed. The tubing was manually flushed 5 times, but the issue remained. The tubing was replaced, and the issue resolved. The tubing was never inserted into the patient¿s body. The customer¿s reported issue of bubbles in the tubing can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. The tubing was not inside the patient¿s body at the time of the issue; therefore, the potential risk that it could cause or contribute to a death or serious injury is remote and therefore not MDR reportable. It was also reported that the physician noticed air introduction during aspiration while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician was able to block the air entrance with the tip of the ablation catheter. No air was introduced to the patient¿s body. The issue did not lead to an adverse even to the patient. No damage to the hemostatic valve or dilator was reported. Patient¿s hemodynamics was not compromised.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air flow issue occurred. During the procedure, the physician noticed air introduction during aspiration while using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician was able to block the air entrance with the tip of the ablation catheter. No air was introduced to the patient¿s body. The issue did not lead to an adverse even to the patient. No damage to the hemostatic valve or dilator was reported. Patient¿s hemodynamics was not compromised. Device evaluation details: the device evaluation has been completed. The device was inspected and it was found in normal conditions. The device was connected to the cool flow pump and it was irrigating correctly, no water leakage or air bubbles were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).